Manufacturer narrative:
Updated b.5 and h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that severe paravalvular leak (pvl) was observed. The post balloon aortic valvuloplasty (bav) was unsuccessful. A non-medtronic valve was implanted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the non-medtronic valve was implanted approximately 4 months post valve implant.

Manufacturer narrative:
Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 3 months following the implant of this transcatheter bioprosthetic valve, a computed tomography (CT) scan was performed to evaluate the patient for paravalvular leak (pvl). The CT scan revealed that the valve frame was implanted deep, and did not appear approximated at the annulus. Subsequently, a pannus/thrombus was observed on the valve leaflets a long with significant regurgitation. Per the physician, it was unclear if the regurgitation was central or pvl. The patient was planned to return to the hospital for a post-implant implant balloon aortic valvuloplasty (bav) to seal the leak. If the post-implant bav was unsuccessful, then the patient would undergo surgery, or a valve-in-valve procedure with a non-medtronic valve. No additional adverse patient effects were reported.